Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed message codes "status 93", status 66", "status 97", "status 89", status 107", "status 110", and "cannot dump".